Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the stylet in the PICC has changed and it leaks when the PICC is flushed and air enters the syringe with the reflux." No other information was provided. It was reported this occurred with 10 devices. This report addresses the eighth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported, "the stylet in the PICC has changed and it leaks when the PICC is flushed and air enters the syringe with the reflux." No other information was provided. It was reported this occurred with 10 devices. This report addresses the eighth device.